Manufacturer narrative:
Olympus sales have visited the facility to assess the reprocessing procedure at the facility and to correct deviations observed during the assessment. The subject device has not been returned to olympus medical systems corp. Omsc reviewed the manufacture history of the cf-hq190l(s.n.(B)(4) and confirmed no irregularity. As for rest of the 8 scopes, omsc could not review the manufacture histories since the information of the models and serial numbers were not provided from the facility. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during surveillance culturing test by the facility, cf-hq190l(s.n.(B)(4)) tested (B)(6)for (B)(6) and unspecified bacteria. It was also reported that this positive culture occurred in three scopes during the test and occurred in six scopes during the last culturing test (nine scopes tested positive in total at the facility). There was no report of patient infection associated with the event. This is three of nine reports.

Manufacturer narrative:
Olympus representative visited to the user facility to obtain further information on reprocessing method and was reported that cf-hq190l(s.n.(B)(4) tested positive for following microorganisms. - the suction channel: klebsiella pneumoniae(15cfu) - the biopsy channel: klebsiella pneumoniae(15cfu), pseudomonas(1cfu) - the air/water channel: unspecified bacteria(the number of the microorganisms was not provided) in addition, the facility reported that the model names of the other endoscopes were pcf-h190dl(s/n:(B)(4)¿cf-hq190l(s/n:(B)(4) and the endoscopes tested positive for following microorganisms. Pcf-h190dl(s/n:(B)(4) - the air/water channel: pseudomonas aeruginosa(1cfu), micrococcus luteus(1cfu) - the suction channel: pseudomonas aeruginosa(3cfu) - the biopsy channel: pseudomonas aeruginosa(1cfu) cf-hq190l(s/n:(B)(4): - the suction channel: klebsiella pneumoniae(8cfu) - the biopsy channel: klebsiella pneumoniae(1cfu),staph.epidermmidis(1cfu) - the air/water channel: unspecified bacteria (the number of the microorganisms was not provided) during the visit to the facility, olympus representative assessed the reprocessing procedure at the facility and noticed following deviation from the instructions. Training on reprocessing procedure was provided for the facility. - the facility had used a non-olympus cleaning brush. - the facility piled up endoscopes and dried them for long time before putting them into an automated endoscope reprocessor. These three endoscopes have been returned to the service center of olympus (B)(4) for inspection and replacement for relevant components if necessary. Olympuse reviewed the manufacture history of the other endoscopes (pcf-h190dl:(B)(4) cf-hq190l: (B)(4) and confirmed no irregularity.